Event description:
It was reported that there was a lead warning for the right ventricular (rv) lead having impedance of 1600 ohms. Also a review of performance data showed the impedance was about 2000 ohms and had been rising gradually. It was noted that there was no noise or oversensing and that pacing and r-wave were within normal range. The rv lead was capped and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 5554 implantable pacing lead. (B)(4).